Event description:
It was reported that when the patient presented to the emergency room after receiving inappropriate therapy, the device was found to be in backup vvi mode. A device code download was successfully performed and device remains implanted.

Manufacturer narrative:
(B)(4).